Event description:
It was reported that the patient has a fullness around the generator. The physician drained bloody fluid the day prior. The patient reported a searing pain around the generator and feeling like it's not working correctly. Device diagnostics were within normal limits. The physician admitted the patient to the hospital due to discomfort. The patient then underwent surgery to drain a hematoma at the generator site. It was reported that there was no signs of infection so the device was not explanted. It was reported that the hematoma was a result of the recent generator replacement. No additional relevant information has been received to date.